Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a unknown product performance issue. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was explanted due to a unknown product performance issue. No additional adverse patient effects were reported. This product has been received for analysis.